Manufacturer narrative:
Device received with broken reservoir tube lip and broken battery cap noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, off no power test, self test and all operating currents test. No failed battery test alarm were noted. No delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump¿s button not always respond when first press them. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had reject the new battery, cracked on the reservoir cap, hairline cracked on the screen, rewind slower than past, an unexplained and random no delivery alarm. The insulin pump will not be returned for analysis.